Event description:
A pt underwent a spinal reoperation procedure (specific procedure unk) in which an incidental durotomy occurred. Adcon was administered. Two weeks post-operatively, the pt presented with symptoms of a cerebrospinal fluid leak (headache and confusion). The surgical wounds appeared to have healed well and no further surgical exploration was necessary.